Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The target lesion was 75% stenosed and located in a moderately tortuous distal right coronary artery (rca). A lesion in the mid rca was first treated with another manufacturer's stent and then the physician implanted a 3.0 x 20 mm taxus distal to the first stent. The physician attempted to place a taxus express2 3.5 x 20 mm taxus distal to the first stent. The physician attempted to place a taxus express2 3.5 x 20 mm drug eluting stent in the proximal portion of the distal rca but was unable to cross the other manufacturer's stent. The physician tried again after placing a second guidewire along with the first, but was still unsuccessful. When the 3.5 x 20 mm taxus stent was retrieved, the proximal portion of the stent as lifted up. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.